Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment . Visual analysis of the provided series of x-rays revealed that the va-lcp anterolat dist tib pl 2.7/3.5 r 1, p/n: 02.118.210, that was implanted laterally in the right tibia, was broken at the distal end. No other problems identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va-lcp anterolat dist tib pl 2.7/3.5 r . There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that broken implants were found during a recent follow-up, mild lateral-sided pain started a few weeks back, no recent fall no trauma, had been weight bearing, and no increased pain or difficulty. This report is for one (1) va-lcp anterolat dist tib pl 2.7/3.5 r 1. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: lot number added. D9: device returned. G1: manufacture site added. H4: manufacture date added. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va-lcp anterolat dist tib pl 2.7/3.5 r 1 was broken at the shaft. In addition the plate has signs of usage and normal wear which could have been a result of implantation and explantation . Both fragments were received in the evidence provided. A dimensional inspection for the va-lcp anterolat dist tib pl 2.7/3.5 r 1 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va-lcp anterolat dist tib pl 2.7/3.5 r 1 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot part# 02.118.210 lot # 13l7290 manufacturing site: werk selzach logistik supplier: synthes USA hq, inc release to warehouse date: 06 aug 2019 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: only the event year is known. B5: event description updated. D6a: implantation date added. H6: health effect impact codes added.

Event description:
The devices were originally implanted on (B)(6) 2022. The broken implants were noted on (B)(6) 2022. The patient will have a revision surgery to remove the implanted device.